Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that sometimes at night, the stimulation bothers them, so they wanted to decrease stimulation one. It was also reported that they patient had been ¿blessed with really bad bladder infections;¿ they had one on (B)(6) 2017 as well as (B)(6) 2017. It was noted that they had to go get an IV to treat the bladder infection; they mentioned having trouble with antibiotics. It was recommended that they follow up with their healthcare provider if the device did not stop bothering them at night. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient needed to find a doctor close to them to assess their problems. It was difficult for them to get to their implant doctor due to health problems. It was difficult for them to lay on their back as they could feel the stimulation. They didn't know what caused the bladder infections, or if they were related to their underlying urinary dysfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was getting a cystoscopy because they keep having bladder having bladder infections off and on and getting them on after another. The patient was on their 6th or 7th infection and has a hard time taking antibiotics and needed to keep finding antibiotics their stomach would tolerate. The patient's bladder infections had been going on for a while and started in 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported they had been cathing because the stimulator wasn't emptying their bladder. Furthermore, they thought they were having trouble with the stimulator in the area of the stimulator and the leg. It was like the stimulation was too much. Patient stated that they had their third bladder infection and now thought they may have kidney infection. They had a pic line in because they had an allergic reaction and this time they used a different type of medication. Patient was in the ER the day before yesterday (B)(6) 2017 and they didn't pick up a kidney infection, but patient doesn't know what they are thinking so patient will be going to the doctor. Patient was still taking medication for the bladder infection. Stimulation was on at 1.6v on program 1. Patient had the ability to adjust stimulation so they decreased it to 0.7v and said the stimulation felt better. Patient also started having trouble with their foot heel. Patient was advised to follow up with their healthcare professional (hcp). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.